Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging of respiratory tract irritation, lung disease and liver cancer. At this time, no medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 05/23/2024 and h11 is updated as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging of respiratory tract irritation, lung disease and liver cancer. At this time, no medical intervention has been reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, no secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was zero error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was visible foam degradation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section g and h is updated in this report.